Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was at 40 mg/dl and she does not know why. Customer's blood glucose at the time of call was 70 mg/dl. Troubleshooting found that the settings may be incorrect per customer's feedback. Customer indicated that they will call back at a later time as they could not troubleshoot any further. No further information was provided.